Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was connected directly to the wall outlet all the time, but the remote monitor became extremely hot a few days ago. The monitor power was disconnected once. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950j, serial/lot# (B)(4): the remote monitor was returned and analysis revealed that it was stuck at blank black screen; found sd (secure digital) card corruption; found defective rf(radio frequency) head battery. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.